Manufacturer narrative:
A ge service representative performed an onsite investigation. The intelligent shutdown pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was shutting down without command of the operator. There is no report of a patient injury or death associated with this event.